Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs. The fse was unable to reproduce the error. The fse checked alignments. The cup presence sensor was clean and operational. The chuck jaws were observed to be clean. The fse checked the incubator and found several cups that did not travel smoothly. This may have been the cause of the issue. The fse cleaned all the cups that had travel issues, until they traveled smoother. The fse ran customer prepared quality control (qc). The customer accepted qc and returned the instrument to service. The aia-900 analyzer is functioning as expected. No further action required by field service. A (B)(4)-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2019 through aware date (B)(6) 2020. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: error message: [2161] c. Transfer cup pickup failure. Cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The probable cause of the reported event is dirty incubator cups.

Event description:
Customer reported an error 2161, c transfer cup pickup failure on the aia-900 analyzer. Customer indicated that she was attempting to calibrate intact parathyroid hormone (ipth) and the analyzer had aborted twice. Customer thinks that at the point where it goes to put the cup in the incubator it is giving the error. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.